Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. The reported system error was confirmed through a review of the logs; however, it was not replicated during investigation. The suspect pcu was plugged into the ac outlet and powered on in the ¿as-received¿ condition, the pcu powered on and did not displayed any error or message. The pcu was plugged into ac power and was powered on in maintenance mode. The fast battery conditioning test was selected. The fast battery conditioning test was selected. Battery conditioning successfully completed. The results showed the old capacity as 3400 mah (milliampere-hour) and the new capacity as 3725 mah. The capacity was noted between 3700 mah and 3999 mah which is within specification. The pcu was power cycled twenty (20) times to check for any errors or alarms, the reported code was not reproduced. The facility reported the event to have occurred on 17sep2025. No time was reported. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center: please replace logic board. Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error, beeps constantly. There was no patient involvement.

Event description:
It was reported that the device had system error, beeps constantly. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported system error was confirmed through a review of the logs; however, it was not replicated during investigation. The suspect pcu was plugged into the ac outlet and powered on in the ¿as-received¿ condition, the pcu powered on and did not displayed any error or message. The pcu was plugged into ac power and was powered on in maintenance mode. The fast battery conditioning test was selected. The fast battery conditioning test was selected. Battery conditioning successfully completed. The results showed the old capacity as 3400 mah (milliampere-hour) and the new capacity as 3725 mah. The capacity was noted between 3700 mah and 3999 mah which is within specification. The pcu was power cycled twenty (20) times to check for any errors or alarms, the reported code was not reproduced. The facility reported the event to have occurred on 17sep2025. No time was reported. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had system error, beeps constantly. There was no patient involvement.